Event description:
This unsolicited device case was rec'd from (B)(6) ((B)(4)) on (B)(6) 2013 from a physician. This case concerns a (B)(6) male pt who had an allergic reaction after receiving synvisc for post traumatic knee arthrosis. No medical history was reported. No relevant past drug was reported. Relevant concomitant medication included indapamide (tertensife sr), doxazosin (carudura) and kalipoz (kalium chloratum). On (B)(6) 2013, the pt started treatment with intra-articular synvisc injection at a dose of 2 ml, (batch/lot number and expiration date unk). The same day, he experienced pain of the knee as well as walking problem. Later, on an unspecified date (04-05 days after the synvisc injection), he recovered from the knee pain and walking problem without any add'l treatment. On an unspecified date (02 weeks after the synvisc injection), he visited physician and physician confirmed a small knee sensitivity during a movement. Action taken: unk. Corrective treatment: no corrective treatment given. At the time of this report, the pt recovered from all the events. Causal relationship: the physician did not provide the causal relationship between synvisc and the events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, the role of the suspect drug synvisc cannot be excluded for the occurrence of the event of allergic reaction. The lack of info regarding the previous relevant medical history of the pt precludes the complete case assessment; however contributory role of concomitant medications cannot be underestimated either.